Event description:
Complaint description: md was performing the procedure according to IFU. The md inserted the dilator through the sheath and the front of the dilator broke. The device was not used. A new device was used , and the procedure was completed without incident.

Manufacturer narrative:
Qn#(B)(4). The customer returned one sheath/dilator assembly for evaluation. The dilator body was inserted through the sheath and was missing its hub. The hub was not returned with the sample. Microscopic examination of the fractured surfaces revealed that they were jagged and white, indicating the separating was caused by undue force or torque being applied to the dilator. Signs of use in the form of biological material was also observed at the opening of the distal tip. No other defects or anomalies were observed. The overall length of the dilator, and the inner and outer diameter of the dilator were measured and all were found to be within specification. The dilator was able to pass through the returned sheath with minimal resistance. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "ensure dilator hub fully snaps into sheath cap." The IFU also warns, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The report of the dilator hub separating from the dilator was confirmed during the complaint investigation. The returned dilator hub was detached and missing. The fractured surfaces appeared jagged and white , indicating that the separation was caused by undue force or torque being applied to the dilator. The sample passed all relevant dimensional and functional inspections, and a device history record review did not reveal any relevant findings. Based on the information and the sample provided, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Medical doctor was performing the procedure according to IFU. The medical doctor inserted the dilator through the sheath and the front of the dilator broke. The device was not used. A new device was used , and the procedure was completed without incident.